Manufacturer narrative:
Hw22001 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flows can be attributed to multiple factors including but not limited to incorrect placement of pump during implant, inappropriate pump rotational speed, thrombus at inflow cannula. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Nandi d, miller kd, bober cm, rosenthal tm, montenegro lm, rossano jw, gaynor jw, mascio ce. Systemic atrioventricular valve excision and ventricular assist devices in pediatric patients. Ann thorac surg. 2017 aug 16. Pii: s0003-4975(17)30715-4. Doi: 10.1016/j.athoracsur.2017.05.038. [Epub ahead of print] pub. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This report is related to previously sent reports under MFR numbers: 3007042319-2017-03366 and 3007042319-2017-03367. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads).  The article discussed systemic atrioventricular valve excision and vads in pediatric patients.  One patient developed inflow obstruction from the tricuspid valve and adequate vad output could not be maintained.  The avv was excised on post-hvad day 52, after which the device was able to flow at a calculated cardiac output of 4 to 5.2 l/min.  The patient had a small subdural hematoma on post-atrioventricular valve (avv) excision day five in the setting of appropriately therapeutic heparinization.  They had no known sequelae from this and was subsequently discharged home.  The patient was transplanted at post-lvad day 356.  No further patient complications have been reported as a result of this event.